Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection by the naked eye observed the dark blue female connector was separated from the light blue main body. The reported condition was verified. Functional testing was performed on the sample provided. This testing includes leak testing, clear passage, and clamp function testing. There were no issues observed during the functional testing performed. The cause of the condition was determined to be a manufacturing issue due to inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced separation of a transfer set. It was further reported that during disconnection from the ultrabag, the "dark blue separated from the light blue on the same day". The transfer set was replaced. It was reported patient developed contamination and peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized. Treatment was not reported. Patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.